Event description:
Reference MDR #1219856-2010-00856 for the first event involving the same pt. It was reported that the md inserted the second super arrow-flex (saf) sheath into the same femoral artery and was successful in placement of the intra-aortic balloon (iab). However, a vascular wound was noted i.e. The femoral artery puncture site enlarged. Additional information rec'd from the customer on 11/16/2010, stated "the pt passed away, but the insertion difficulties did not cause or contribute to the pt's death." The md stated the cause of death as attributed to myocardial failure.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.